Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Sectionh4: the device manufacture date is not known as the device lot number is not available / not reported. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a coil embolization, a freeform mini 1.5mm x 2cm coil (mcr091520, 31434947) did not detach. The coil pusher wire was also stuck in detacher and would not separate. The entire system was removed. Additional event information received on 24-sep-2025 indicated that a headway duo microcatheter was used. One coil had been previously implanted. The complaint coil was the second one. There was no resistance during advancement of the device through the microcatheter or positioning difficulty in the aneurysm. Two attempts were made using the detachment handle. There was no damage to the embolic coil or any device component. The device deficiency did not result in patient harm. The vessel was not excessively tortuous or had acute bends.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6, h7, h9 and h11. Complaint conclusion: a healthcare professional reported that during a coil embolization, a freeform mini 1.5mm x 2cm coil (mcr091520, 31434947) did not detach. The coil pusher wire was also stuck in detacher and would not separate. The entire system was removed. Additional event information received on 24-sep-2025 indicated that a headway duo microcatheter was used. One coil had been previously implanted. The complaint coil was the second one. There was no resistance during advancement of the device through the microcatheter or positioning difficulty in the aneurysm. Two attempts were made using the detachment handle. There was no damage to the embolic coil or any device component. The device deficiency did not result in patient harm. The vessel was not excessively tortuous or had acute bends. The device was returned to j&j medtech for further evaluation. A non-sterile detachment handle was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. The slider was easily translated when activated, and audibly click was heard upon completion of actuation, and the slider automatically recovered to the starting position after actuation. There was an audibly click heard upon completion of reset. A lab sample guidewire of 0.0087in was easily inserted inside the nose cone. There were no visible blockage or damage that could cause resistance, and the proximal end of the inner tube was noted to travel 15 mm. The manufacturing record evaluation (mre) cannot be performed due to the lot number not being provided. No malfunction issues were identified with the use of the detachment handle; therefore, the issue reported regarding the failure to detach the embolic coils due to a faulty detachment handle is not confirmed. However, failure to detach issues are being addressed through j&j medtech quality system. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.